Event description:
Complainant alleges that the paramedics were responding to an unwitnessed cardiac arrest call for a 68 year old male pt. When the paramedics arrived on the scene the pt was in ventricular fibrillation. The paramedics attempted to defibrillate the pt at 200 joules, but they received a "can not charge" message on the screen. The paramedics then performed CPR on the pt. Another ambulance service arrived on the scene shortly thereafter, and the paramedics were able to borrow their defibrillator to use on the pt. The pt subsequently expired.